Manufacturer narrative:
This report is submitted on january 30, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced migration of the electrode array into the posterior canal; subsequently the patient underwent revision surgery (date not reported) to reposition the electrode array.